Event description:
Dr. Felt it didn't work well in o.r. Pulled out and replaced new one worked fine. Additional information: hospital zeroed catheter and placed it in the icp pressure read "269". The icp readings were high. Doctor tapped catheter and icp reading came down to "190" then reading went back to normal. Put catheter back in patient and high reading continued. Dr. Felt catheter was giving incaccurate reading. Catheter replaced with another and worked fine.